Event description:
It was reported by the physician, to the biomedical engineer, that during use on a patient, the epg (external pulse generator) would not capture. The biomedical engineer tested the epg and found the atrial output to be out of specification. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer passed all incoming functional tests. Upper case and both bail covers are broken. Lower case is broken and contaminated. Ring cover, lead flex cover, and heart lead flex are contaminated. Heart wire contacts are discolored. Battery contacts are compressed. The ring is bent. Keyboard is scratched.